Event description:
Knee revision the stem subsided and dislocated. Surgeon undersized summit stem so it subsided.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. The initial reporting indicates the stem was undersized. Review of provided patient x-ray photography was confirms the reported dislocation. It can be seen the stem is not in optimal positioning. However, post primary x-rays were not available for review and subsidence cannot be confirmed as it is not known what the original position of the stem was. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.